Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented via remote transmission. Upon review, the right ventricle lead exhibited noise that was oversensed by the device. No intervention was performed. The patient was in stable condition.